Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath prior to a left ventricle heart catheterization diagnostic procedure. Reportedly, the sutures of two proglide devices were successfully pre-placed. The sheath was upsized to 12f and the left ventricle heart catheterization procedure was completed. When attempting to perform knot advancement, the snare knot pusher of one of the proglide devices would not push the knot. Knot advancement failed. The suture of a third proglide device was deployed. Hemostasis was achieved with one of the successfully pre-placed proglide sutures and the suture of the third proglide device. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.